Event description:
A customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). It was not explained why the patient had discontinued use of the hc. The product analysis laboratory (pal) determined that the hc machine had failed rite (returned instrument test/evaluation) testing due to a therapy monitored volume failed performance spec. As the last fill was 209.7 ml, however the specifications are 330.0 - 365.30 ml. There was no patient involved in this failure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). Pal evaluated the device for the issue of a failed return instrument test/evaluation (rite) functional test. The failure was for a therapy monitored volume failed performance specification, as the last fill was 209.7 ml when specifications are 330.0 ? 365.30 ml. The volumetric accuracy test was performed and the device was found to be functioning within specification. A simulated therapy was performed and completed with no errors. Pal performed a temperature verification and the temperature was verified to be within specification. The assignable cause for the rite failure was undetermined. The device was sent to servicing.